Event description:
Customer reportedly received results of 473 mg/dl and 183 mg/dl within 10 minutes on the compact plus system. Customer took humalog based on result of 183 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.